Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), uterine haemorrhage ("dysfuctional uterine bleeding") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, uterine haemorrhage and menometrorrhagia outcome was unknown. The reporter considered allergy to metals, dyspareunia, menometrorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received: reporter was added. Medical device removal was replaced with pelvic pain & new event- dysfunctional uterine bleeding, menometrorrhagia, nickel allergy, dyspareunia were added. Lab test was added. Follow up 1 & 2 proceeded together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pregnancy in 2006 and chronic cervicitis, constipation, migraine, gravida ii, parity 2, vaginal delivery, adenomyosis, ovarian cyst, dyspareunia, uterine bleeding, menometrorrhagia and nickel allergy. Previously administered products included: ibuprofen. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), abnormal uterine bleeding ("dysfunctional uterine bleeding") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laproscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, allergy to metals, dyspareunia, menometrorrhagia and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus: (B)(6) 2017. As per mr: (B)(6) 2017. 3 coils each side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: total bilateral occlusion. [Pathology test] on (B)(6) 2017: a 3.5 x 0.1 x 0.1 cm silver, metallic, coiled wire, consistent with an essure coil is in the correct anatomical landmark of the cornu of the left fallopian tube. The left fallopian tube is 6.5 x 1.0 cm and the serosa is purple-tan and smooth. The cut surfaces are edematous. The right cornu of the right fimbriated fallopian tube contains a 1.7x0.1 x 0.1 cm silver colored, coiled, metallic wire consistent with an essure coil in the correct anatomical landmark. [Pregnancy test] (date unknown): negative. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.